Manufacturer narrative:
Device returned to manufacturer but evaluation not yet performed. The introducer was not returned with the endoplege device. This event was determined to be reportable following edwards standard procedures.

Event description:
It was reported that upon inserting ep into introducer, the customer experienced resistance getting the device into patient. It was very tight and it could not be moved. When it was pulled out they discovered it was kinked. The customer pulled a second one from a different lot and were able to use it fine. Patient outcome was good, no adverse events..

Event description:
.

Manufacturer narrative:
Evaluation results: 8/10/10- -the introducer was not returned along with the endoplege catheter so, an evaluation could not be performed on the introducer. Since the evaluation of the product could not be performed the failure mode reported could not be confirmed, hence a CAPA is not required. Inspection of the endoplege catheter was performed and multiple kinks were observed along the length of the catheter shaft. One kink was observed at approximately 14.8cm from the distal tip. A second kink was observed at approximately 37-38cm from the distal tip. A third kink was observed at approximately 43.8cm from the distal tip. A forth kink was observed at approximately 45.4-45.9cm from the distal tip. Both the second and forth kink appear to be the result of excessive catheter rotation. The lumen intended for delivery of cardioplegia was successfully flushed with water using a 35ml syringe. Interference fit of the introducer and the ep catheter could not be verified since the introducer was not returned. The DHR and the associated documents were reviewed and they satisfied the requirements of lot release. A device history record review was performed on the lot associated with the endoplege device. This device met all raw materials, in-process, finished goods and sterilization specifications upon release on this product. A device history record review was performed for all 2 edwards lots on the introducer that could have been associated with this ep lot number. The dhrs has non-conformances associated with them but non of them are related to this customer complaint.